Event description:
It was reported that a volume discrepancy occurred; the actual residual volume (arv) was less than the expected residual volume (erv). Specifically, the arv was ¿drops¿ while the erv was 4.6. The volumes were from the refill on the date of this report. It was then noted at past refills they would typically get 1 to 2 ml more than expected. The last refill prior to the date of this report was on 2014 (B)(6) and they got back ¿very close to what was expected¿. Over the past two weeks, it was reported they had noted ¿some pain symptoms¿ and more spasticity. It was noted, it was difficult to say for sure as the patient was non-verbal. The device system was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced increased agitation and possible pain. The cause of the previously reported volume discrepancy was unknown. A side port aspiration was done with good flow and an x-ray revealed no kinks or disconnects. The pump was refilled on (B)(6) 2014, with an erv of 5.1ml and an arv of 4.5ml. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709, lot# l74638, implanted: 2000 (B)(6); product type catheter. (B)(4).